Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age or date of birth: not available due to hospital policy. A3a: sex: not available due to hospital policy. A3b: gender: n/a. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6b: explanted date: device was not explanted. E3: occupation: cardiovascular imaging supervisor. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. It is possible that the suture was broken due to excessive force during device deployment. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that when deploying the 6fr angio-seal vip, the suture detached from the back of the angio-seal device upon pullback. Additional information was received on 05sept2024: the procedure being performed was a leg angiogram using a 6fr sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. During withdrawal of the device, the suture disconnected from the device upon pullback. A pre-deployment angiogram was performed. Hemostasis was successfully achieved by grabbing the suture and using the tamper tube to tamp down the collagen; upon disconnection, tamping down the collagen, and finishing the steps. There was no blood loss. Patient was stable.